Event description:
Received info stating that the customer's fill estimate was inaccurate. The customer's blood glucose level was elevated.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.